Event description:
It was reported that during a follow-up, noise episodes were noted. The noise was not reproducible in-clinic. The lead was explanted and replaced. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: internal insulation abrasion was noted at 1.1cm from the distal end. The ptfe tubing was damaged and a short circuit was noted at this location. This is consistent with the observation from the field of noise. External insulation was damaged at 14.0-17.0cm from the connector pin and at the bifurcation boot.